Event description:
It was reported that the patient had a cervical interbody device implanted at c4-5 and c5-6 and, according to the report, sometime post-operatively "the screws appeared to be backing out of the plate". The patient underwent a revision surgery successfully with no reported complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.